Event description:
It was reported that at the user facility prior to the start of a surgical procedure, the drill was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the driveshaft assembly, which is a probable cause of the reported overheating.